Event description:
On (B)(6) 2025, an eye care professional (ecp) in singapore reported a patient (pt) had an ¿eye infection¿ and the doctor mentioned ¿suspected is due to contact lenses but could not confirm¿ while wearing an acuvue® oasys with hydraclear® plus brand contact lens (cl). The customer is requesting verification of the suspect lot number. On (B)(6) 2026, a call was placed to the reporting ecp. The ecp reported an email was sent to johnson and johnson on 03jan2026. The ecp provided an email with the following information. The date of event is 20aug2025. The pt reported after removing the cl from the right eye (od) it ¿continued to remain red, uncomfortable and painful with a white dot starting to appear on the cornea.¿ the pt made an appointment with an eye specialist as the od was causing too much discomfort. The pt was diagnosed with corneal ulcer and prescribed antibiotic eyedrops every ¿half-hourly for 6 hours, followed by on an hourly basis for the next 18 hours.¿ the pt was advised no cls wear for the next 3 to 6 months. The pt provided a receipt for medication, vigamox 0.5%, instill one drop into the od half hourly for 6 hours, then reduce to hourly through the night. The pt is an experienced wearer of the acuvue® oasys® cl brand. No medical report was provided. On 07jan2026, the following information was reported. The reporting ecp advised the pt refused to provide the medical report due to personal information and the pt refused to be contacted directly. The pt only has the receipt from the doctor. The pt will contact the eye specialist and request the doctor write a report. The pt/pt¿s family prefers communication only through the reporting ecp. On 08jan2026, the reporting ecp advised that the pt has resumed cl wear, no date provided. Additional medical information has been requested. No additional medical information has been provided. A comprehensive review of the manufacturing records for lot number: l006dnl was conducted, including all relevant aspects such as parameters results, packaging audits, package integrity assessments, identification of nonconformities, recorded deviations, and sterilization processes. This assessment confirms that all units complied with the specified criteria and were released in accordance with established product specifications. The suspect od cl was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed if applicable.

Manufacturer narrative:
Note received from the patient¿s (pt¿s) eye care professional (ecp) dated (B)(6) 2025. The pt sent this note to the prescribing ecp. The pt's treating ecp provided the note for the pt to use as the pt was traveling and may need to seek additional medical treatment. Summary of ecp note: the pt was seen on (B)(6) 2025 for right eye (od) corneal ulcer and infection. The pt was treated with vigamox and another unknown eye drop (illegible per handwritten note). The most recent review on (B)(6) 2025, the ecp noted ¿50% scarring¿ and 50% centrally active infection, but improving. A drawing depicts the corneal ulcer 1mm. Plan: continue vigamox od and the other illegible eye drop, as instructed. No additional information was provided. If any further relevant information is received, a supplemental report will be filed, as appropriate.